Manufacturer narrative:
One 2-1028 was received in opened unoriginal packaging, the reported catalog and lot numbers were verified. Visual inspection found that one of the jaws had broken off near the proximal end of the jaw. The manufacturing documents from the device history record (DHR) have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A DHR review found no abnormalities that would contribute to this issue. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 5 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use provides the user with information regarding proper care and use of this device. It is standard medical practice to inspect and/or test all medical equipment prior to use. The IFU also advises the user: -do not use the detachatip shaft for the purposes of suction/irrigation or any other purposes for which it is not intended to be used. Injury to the patient and/or user may result. -this device is designed for introduction and use through a port of appropriate size (5mm or 10mm). The jaw tips are closed and opened to cut, dissect and/or grasp tissue by closing and opening of the ring handles. - the jaw tips must be closed prior to insertion into or removal from the cannula. -the use of chlorinated cleaning or disinfecting agents is contraindicated and may cause degradation of instrument material and may contribute to instrument breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer the conmed representative reported an issue with a detachatip ii shaft grasper endoweave, item # 2-1028, lot 201608081 that occurred on (B)(6) 2018 during a laparoscopic cholecystectomy. It was reported that the surgeon was using the endoweave grasper to pull the 5mm trocar further down into the abdomen. The jaw of the detachatip ii shaft grasper endoweave broke into two pieces. The surgeon used another grasper to remove the lower jaw of the endoweave grasper which had fallen into the patient. X-rays were taken to ensure all pieces of the grasper were removed causing a 30minute delay. The procedure was successfully completed with no reported negative impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.